Manufacturer narrative:
(B)(4). The returned ht70 control board was installed into a test ventilator. The unit was powered up and run overnight without incident. The unit was then power cycled an additional ten times and no errors were observed. The customer complaint could not be duplicated.

Event description:
Covidien received information from a customer in (B)(6) stating that during patient use fot he ht70 plus ventilator, when the circuit was removed for suction, the device was on standby mode and it shut down. It was turned on again but didn't start up. The patient was placed on another ventilator. There was no negative patient consequences reported. Five days later, at the hospital, the device started up when turned on while on battery power (showed as 0%); however it went to the standby mode and shut down. When the unit was turned on while being connected to the alternating current (a.c.), the battery started charging.

Manufacturer narrative:
Covidien personnel visited the hospital to retrieve the device. The device had been isolated, but he power cord was used for another device during storage. The device was left unplugged, and the battery had been depleted. The device was then connected to alternating current (ac) power and allowed to charge. No additional information is available at this time. (B)(4).